Event description:
The customer reported that the system had a precharge voltage error an would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
The customer canceled the service call.